Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead pacing threshold had increased to 4.0 volts at 0.4 ms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.